Event description:
It was stated that there was a "bent lead." It was reported that the incident occurred on (B)(6) 2013. No addition information was reported.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the lead was never implanted, and it was never in contact with human tissue. Additionally it was stated that the lead was removed from the package and it was noted by the surgeon that the tip was bent. The device was not used in the patient and there was no patient injury. The patient recovered without sequela.

Manufacturer narrative:
(B)(4): analysis of the lead, lot #va09s07, found the distal end bent out of the box. The tip of the lead was bent at the #1 electrode. The lead was electrically ok. Analysis of the unknown stylet found the wire bent with no significant anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.